Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "trace amount of fluid"

Event description:
Patient reported right side rupture of textured devices. Healthcare professional later confirmed rupture and reported "trace amount of fluid about the right implant" and "7 mm nodule". Device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 05/11/2024.

Event description:
Patient reported right side device rupture. Healthcare professional later confirmed rupture and reported "trace amount of fluid about the right implant" and "7 mm nodule", diagnosed by MRI. Healthcare professional later reported capsular contracture, baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Clarification to h6 (investigation findings, investigation conclusions): device photos were received and are under investigation. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety¿product/procedure-breast: unable to observe since it is not related to the device. Seroma-late-breast: unable to observe since it is not related to the device. Lump/nodule-breast: unable to observe since it is not related to the device. Capsular contracture-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right side device rupture. Healthcare professional later confirmed rupture and reported "trace amount of fluid about the right implant" and "7 mm nodule". Healthcare professional later reported capsular contracture, baker grade iii. Device has been explanted and replaced..